Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-069196 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Complaints reported against this product do not meet the requirements for reporting to the FDA as the system is not marketed in the united states and it is not similar to products marketed in the united states.